Event description:
It was reported when using the pyxis medstation es system that there was an issue with time which was behind ten minutes. The customer reported unable to remove the medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the time for station is off for 8 minutes. The technical service engineer changed the station time to match the server time to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.